Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. The customer consumed ice cream and coffee to address the low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.